Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated that the pump was functioning properly within specifications. All keypad buttons were activating desired pump functions and the buttons sprang back normally. The keypad was in good condition without peeling or tearing. Unrelated to the complaint, evaluation detected a reddish tint on display screen.

Event description:
A distributor reported that the keypad buttons were unresponsive.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.